Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, erroneous results were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.